Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. (B)(4). "Lawyer filed report - (B)(4)".

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good fait efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, urinary incontinence, discomfort, psychological and emotional suffering, upper respiratory infection, coughing, positive nitrates in urine, gout, burning, dysuria, vaginal pain, chronic kidney disease, hyperlipidemia, osteoarthritis, tendonitis, odor, white/gray thick vaginal discharge, migraine, bacterial vaginosis (bacterial infection), and required additional non-surgical interventions.